Event description:
During delivery of the stent system, started to inflate, we noted the pressure was not holding. The stent system was removed and it was noted that the shaft of the stent balloon was broken in half (two pieces). The system was removed, the stent was found to still be on the balloon and both pieces were removed without difficulty.